Event description:
It was reported by service report that the bed was more difficult to move and the brakes were not holding properly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Delaminated caster.